Manufacturer narrative:
#3003721894-2017-00286 is associated with (B)(4), poligrip ultra mint. Poligrip ultra mint is marketed as super poligrip in the u.s.

Event description:
Case description: this case was reported by a consumer via local affiliate and described the occurrence of feeling lifeless in a female patient who received double salt dental adhesive cream (poligrip ultra mint) unknown (batch number wp8c, expiry date january 2009) for denture wearer. The patient's past medical history included cardiac operation. Concurrent medical conditions included heart disorder. Concomitant products included warfarin and levothyroxine (thyroxine). On (B)(6) 2017, the patient started poligrip ultra mint. On (B)(6) 2017, an unknown time after starting poligrip ultra mint, the patient experienced feeling lifeless, difficulty breathing, choking (serious criteria gsk medically significant), allergic reaction, aphasia, felt faint, chest pain, sore throat, dry cough, numbness oral, feeling abnormal and expired drug used. On an unknown date, the outcome of the feeling lifeless, allergic reaction, felt faint, chest pain and expired drug used were not reported and the outcome of the difficulty breathing, choking, aphasia and feeling abnormal were recovered/resolved and the outcome of the sore throat and dry cough were not recovered/not resolved and the outcome of the numbness oral was recovering/resolving. The reporter considered the feeling lifeless, difficulty breathing, choking, allergic reaction, aphasia, felt faint, chest pain, sore throat, dry cough, numbness oral and feeling abnormal to be related to poligrip ultra mint. Additional information: action taken with poligrip ultra mint flavour was withdrawn. Consumer reported multiple symptomatic adverse events to (B)(6) on the (B)(6) 2017, after using expired poligrip ultra mint flavor (batch: wp8c; expiry: jan2009) . It was reported that the consumer was using the product via the dental route for the fixation of her dentures. The following adverse events and outcomes were described as follows: the consumer described that she has a sore throat (not recovered), which she has had checked by her gp. The gp looked at the consumer's throat and "couldn't see the throat being sore". However, the consumer explained that she is still experiencing this adverse event. The consumer also reported that she developed a dry cough which has not recovered. The following adverse events were also described, however the outcome of these events were not reported: "on the left hand side of my lungs my ribs feel ill", "I feel like I'm gonna past out", "I felt like I am gonna die" and "I've got a massive allergy". The onset date of the adverse events was reported to be (B)(6) 2017. The consumer believes the adverse events were caused by the product. Further details obtained: medical history: the consumer underwent a heart operation on the (B)(6) 2016. Current conditions: the consumer reported she has a heart condition. Current medication: the consumer listed warfarin and thyroxine as her current medication. The consumer also reported that she is on statins. However, the brand/generic name of the statins were not specified. Follow-up information received from local affiliate on 04 july 2017: batch number confirmed as wp8c as previously reported, however, this batch number was found not to be that of poligrip ultra mint according to the gsk database.

Manufacturer narrative:
This report is associated with argus (B)(4), poligrip ultra mint. Poligrip ultra mint is marketed as super poligrip in the us.

Event description:
"Felt like I am going to die", couldn't breathe, choking, allergic reaction, unable to speak properly [aphasia], "I feel like I'm going to pass out", "on the left hand side of my lungs my ribs feel ill" [chest pain], sore throat, dry cough, numb mouth, "came over strange". Case description: this case was reported by a consumer via local affiliate and described the occurrence of feeling lifeless in a female patient who received double salt dental adhesive cream (poligrip ultra mint) unknown (batch number wp8c, expiry date january 2009) for denture wearer. The patient's past medical history included cardiac operation. Concurrent medical conditions included heart disorder. Concomitant products included warfarin and levothyroxine (thyroxine). On (B)(6) 2017, the patient started poligrip ultra mint. On (B)(6) 2017, an unknown time after starting poligrip ultra mint, the patient experienced feeling lifeless, difficulty breathing, choking (serious criteria gsk medically significant), allergic reaction, aphasia, felt faint, chest pain, sore throat, dry cough, numbness oral, feeling abnormal and expired drug used. On an unknown date, the outcome of the feeling lifeless, allergic reaction, felt faint, chest pain and expired drug used were not reported and the outcome of the difficulty breathing, choking, aphasia and feeling abnormal were recovered/resolved and the outcome of the sore throat and dry cough were not recovered/not resolved and the outcome of the numbness oral was recovering/resolving. The reporter considered the feeling lifeless, difficulty breathing, choking, allergic reaction, aphasia, felt faint, chest pain, sore throat, dry cough, numbness oral and feeling abnormal to be related to poligrip ultra mint. Additional information: action taken with poligrip ultra mint flavour was withdrawn. Consumer reported multiple symptomatic adverse events to (B)(4) safety on the 07jun2017, after using expired poligrip ultra mint flavor (batch: wp8c; expiry: jan2009) . It was reported that the consumer was using the product via the dental route for the fixation of her dentures. The following adverse events and outcomes were described as follows: the consumer described that she has a sore throat (not recovered), which she has had checked by her gp. The gp looked at the consumer's throat and "couldn't see the throat being sore". However, the consumer explained that she is still experiencing this adverse event. The consumer also reported that she developed a dry cough which has not recovered. The following adverse events were also described, however the outcome of these events were not reported: "on the left hand side of my lungs my ribs feel ill", "I feel like I'm gonna past out", "I felt like I am gonna die" and "I've got a massive allergy". The onset date of the adverse events was reported to be (B)(6) 2017. The consumer believes the adverse events were caused by the product. Further details obtained: medical history: the consumer underwent a heart operation on the (B)(6) 2016. Current conditions: the consumer reported she has a heart condition. Current medication: the consumer listed warfarin and thyroxine as her current medication. The consumer also reported that she is on statins. However, the brand/generic name of the statins were not specified.